Manufacturer narrative:
Further information from the reporter regarding the product has been requested. No additional information is available at this time. The events of choroidal effusion, choroidal detachment, and low intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional that after having a xen45 gts implanted in the left eye, ab-interno procedure, iop 7 with choroidal effusions were noticed 1 week postop and iop of 6 and kissing choroidals were noticed 2 weeks postop. Patient underwent drainage of effusions for kissing choroidals. The effusions returned, but never kissed. They are slowly resolving as of now. The xen remains implanted.